Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a motor (rewind issue) issue. Reportedly, the piston was not retracting fully during rewind and the patient had to perform the rewind step twice in order to get the pump to rewind fully. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.